Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000091183. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's the lead migrated. Confirmed by x-rays. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. The ipg was explanted at an unknown date. Effective therapy restored. Note: it is unknown which lead is related to this issue.